Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
On 2015-09-10, information was received from a healthcare provider (hcp) and a consumer via a company representative regarding a (B)(6), female patient who was receiving baclofen 2000mcg/ml at 1600 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. The patient's medical history included being non-verbal and in a wheelchair. The patient's concomitant medications were reported as "many." In (B)(6) 2015, the patient experienced an increase in spasticity and a seizure. On (B)(6) 2015, the patient had a refill performed by home infusion and an 8cc volume discrepancy occurred. They got back more than they expected. On (B)(6) 2015, a dye study was performed. When they went to aspirate from the catheter access port (cap), they got back less than 1cc and it was "blood tinged." There was not any fluid buildup around the pocket but they considered that fluid to be due to "trauma" of the needle entering the tissue. Later during the study, they could not aspirate. Repositioning the needle did not resolve the issue. The imaging of the catheter showed nothing apparent. The hcp planned to wean the patient down from the dose of 1600 mcg/day. On (B)(6) 2015, the hcp replaced the pump and revised the catheter. During the replacement, they found the catheter had a tear and a cerebrospinal fluid (csf) leak at the pump end of the catheter. The patient was then started on gablofen 2000mcg/ml at 1169.2 mcg/day. If additional information becomes available, a follow-up report will be submitted.

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) and a consumer via a company representative regarding a (B)(6), female patient who was receiving baclofen 2000mcg/ml at 1600 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. The patient's medical history included being non-verbal and in a wheelchair. The patient's concomitant medications were reported as "many." In (B)(6) 2015, the patient experienced an increase in spasticity and a seizure. On (B)(6) 2015, the patient had a refill performed by home infusion and an 8cc volume discrepancy occurred. They got back more than they expected. On (B)(6) 2015, a dye study was performed. When they went to aspirate from the catheter access port (cap), they got back less than 1cc and it was "blood tinged." There was not any fluid buildup around the pocket but they considered that fluid to be due to "trauma" of the needle entering the tissue. Later during the study, they could not aspirate. Repositioning the needle did not resolve the issue. The imaging of the catheter showed nothing apparent. The hcp planned to wean the patient down from the dose of 1600 mcg/day. On (B)(6) 2015, the hcp replaced the pump and revised the catheter. During the replacement, they found the catheter had a tear and a cerebrospinal fluid (csf) leak at the pump end of the catheter. The patient was then started on gablofen 2000mcg/ml at 1169.2 mcg/day to 800mcg/day. If additional information becomes available, a follow-up report will be submitted.